Manufacturer narrative:
Integra has completed their internal investigation on august 9, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. DHR review; nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Complaints history; complaint metrics tracked, trended, and reviewed monthly with management. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Customer initially reports device broken at handle. On (B)(6) 2016 doctor reports device broke at solder on handle during a breast augmentation, no harm to patient.